Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) found the malfunction of pdu front panel. The cause of the pdu malfunction was could not be conclusively determined by the supplier's part analysis, however replacement of pdu front panel by the fse has resolved the issue. Upon replacement of pdu, the fse performed functional and image performance tests, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.